Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-2600sbs-10 speedbridge implant system sutures ripped. While cutting the repair suture on one of the anchors in the knotless speedbridge kit (ar-2600sbs-10, lot: 13847017), the shuttling sutures from the same anchor ripped. The medial pulley of the knotless speedbridge could not be completed. This was discovered during a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.